Manufacturer narrative:
A ge service representative performed an on site investigation. The bios coin battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in the inability of the system to display a visible image. There is no report of a patient injury or death associated with this event.